Event description:
A report was received that the patient was not able to turn stimulation on. X-rays indicated no ipg migration. However the patient was having a difficult time charging while sitting due to the ipg being turned sideways. The patient underwent a pocket revision and is reportedly doing well after procedure.